Manufacturer narrative:
New information has been provided updated sections a2, a3a and a4. Correction has been made to section b5 correcting the narrative with the correct material numbers uh400u and 27040gp1-s. Cross reference complaint ID: (B)(4). This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported that during a medical procedure using uh400u and 27040gp1-s, the patient was burned. The uh400u turn on its own no petal was stepped on and it was possible it was on the wrong setting. Cross reference medwatch 9610617-2025-00803.

Manufacturer narrative:
The customer will not return the device for evaluation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. Cross reference complaint ID: (B)(4). This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported that during a medical procedure using uf400 and 27040fp1-s the patient was burned. The uf400 turn on it's own no petal was stepped on and it was possible it was on the wrong setting. Cross reference medwatch 9610617-2025-00803.

Manufacturer narrative:
Per investigation by the manufacturing site: as the device in question was not returned, a technical inspection is not possible. No product history review possible to confirm that the sling was repackaged and sterilized in the us and assigned a new batch number. The lot number from kst is unknown. Based on the event description the uh400u is deemed the causative device and the investigation therefore focuses on the uh400u. Cross reference complaint ID (B)(4). This event is filed under internal complaint ID (B)(4).

Event description:
Cross reference medwatch 9610617-2025-00803.